Manufacturer narrative:
Investigation summary: the customer facility did not provide a photo or sample to aid in our quality engineer¿s investigation. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Only this complaint has been received for the reported defect and lot number. Bd will continue to track and trend for this failure mode. A possible root cause could not be determined at this time.

Event description:
It was reported that leakage occurred during use with a pegasus yel 24ga x 0.75in prn. The following information was provided by the initial reporter, "at 8:30 on (B)(6) 2019, the venous access was established using a venous indwelling needle. After the drug infusion was completed, the tube was sealed according to the correct procedure. At 11:00, the doctor temporarily added rehydration. When using the tube, the indwelling needle was broken. The flushing salt water flows out from the fracture port, the sheets are replaced, and the indwelling needle is relocated."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a pegasus yel 24ga x 0.75in prn. The following information was provided by the initial reporter, "at 8:30 on (B)(6) 2019, the venous access was established using a venous indwelling needle. After the drug infusion was completed, the tube was sealed according to the correct procedure. At 11:00, the doctor temporarily added rehydration. When using the tube, the indwelling needle was broken. The flushing salt water flows out from the fracture port, the sheets are replaced, and the indwelling needle is relocated."